Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2009, the plaintiff was implanted with a monarc sling system ¿for the treatment¿ of ¿stress urinary incontinence and vaginal vault prolapse¿. It was also reported that a surgery to ¿remove the mesh¿ occurred in (B)(6) 2011, further details were not provided. It was alleged that the plaintiff has ¿recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh¿, has ¿suffered and continues to suffer from chronic physical pain and severe emotional injuries¿, and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.